Event description:
It was reported that the 9800 system 641 had grayed out cine during boot up, but a reboot cleared the problem, there was a second fluoro beep following release of the exposure switch which possibly extended the exposure, and the c-arm rebooted without the workstation. Pts were involved in all three incidents, but no pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service rep reseated the cine bridge and image processor while utilizing fully functional esd kit in an attempt to eliminate cine not being function upon boot-up. System operates as intended.